Event description:
Customer reported inaccurately low blood glucose readings with test strips. Lot # 16061b. She opened the bottle of test strips approx. 3 weeks ago and immediately began using them. She obtained blood glucose readings in the 20 mg/dl range immediately after opening the bottle. The code was set correctly in her meter. The desiccant is in the bottle of test strips. She purchased another test strips and performed two side by side comparisons with the first test strips. The results were 80 mg/dl with the second test strips and 29 mg/dl with the first test strips. The second comparison yielded results of 78 mg/dl and 22 mg/dl respectively. Customer did not perform a normal control solution test or a check strip test and was not willing to do so with the rep. Because the customer used all of the test strips trying to obtain an accurate reading, she will not be returning them for eval.